Event description:
Information received indicates, the bed exit system is not alarming when weight is removed from the sleep deck.

Manufacturer narrative:
The technician replaced the bed exit tape switches to repair the bed.